Event description:
It was reported an infection was present at the lead site. In turn, the patient had their system explanted and prescribed oral antibiotics to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An infection was present at the lead site was reported to abbott. The patient underwent surgical intervention where they had their system explanted. The patient was prescribed oral antibiotics to address the issue. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.